Event description:
It was reported that during surgery a procedure the white adapter broke off. Another device was used to complete the surgery.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.